Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: where in the small bowel were the resections performed? Can you please provide details such as a date or a timeline for the 4 separate leaks? Date of initial procedure and date when the leaks occurred for each. What were the indications for surgery? Did the patient receive any pre-op chemo or radiation? What color cartridges were used? How was the leak identified? What medical (medicine/antibiotics) or surgical intervention was required for the post-op leak? Staple form issue identified during care why does surgical believe the anastomotic leak was caused or contributed to by an alleged deficiency with the ethion device? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that following right side small bowel resections the patient developed an anastomatic leak within one week. The leaks were self resolved.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2022. Additional information received: a gst60g pcee60a and tx60g were used. The case was performed in a 2-3 week period of last week in (B)(6) and the bleeding issue was 1-3 days post op and was resolved without any additional surgical interventions. In essence we constructed a side-to-side functional end-to-end anastomosis, ileus, transverse colon. There was no leakage or abnormalities in the area. There was some bleeding at the staple line, which was easily addressed with 3-0 vicryl stitches.